Manufacturer narrative:
This report is submitted on april 19, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced infection and pain at implant site; subsequently the patient was placed under general anaesthesia to remove abutment (date not reported). The implanted device remains.